Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.

Event description:
Files broke in patient's mouth. On (B)(6) 2013, customer reports file broke off in the root canal and was retrieved, no harm done. X-ray taken to assure no parts in the canal.